Event description:
Medex medical reported that the kit is coming apart at a glue joint near the luer lock. Per medex medical's eval, three used samples were returned. One sample was found to have the tubing detached from the female luer of the pressure line. The second sample was severed at the solvent connection of the trigger flush to the dome. The third sample was intact and free of leaks or defects. No pt injury or treatment was associated with this event.